Manufacturer narrative:
The disconnections were caused by the used tubing at the time. The received information stated that the tubing was of a brand which we do not supply or recommend for use with the ventilator. There was no ventilator malfunction. The involved tubing has not been investigated.

Event description:
It was reported that the connection between the ventilator and the patient hoses was sporadically being disconnected. There was no patient harm. Manufacturer's ref. #: (B)(4).